Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusion). Corrected fields: h6 (health effect ¿ clinical code). It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not auto filling. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed autofill failure. Found old dried blood in patient interface module. Customer did not report a balloon leak with this pump. No further info available. The fse replaced the patient interface module pneumatic module assy ((B)(6)) device passed all functional and safety tests according to factory specifications. The patient involvement is unknown.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is not auto filling. The event circumstance is unknown and there was no patient harm reported.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is not auto filling. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.